Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed uplink amplitude testing due to the cable being out of electrical specification. It was also noted that the rubber portion of the label was missing.

Event description:
It was reported the programmer rf (radio-frequency) head had intermittent telemetry. The rf head was returned for repair. No patient complications were reported as a result of this event.